Event description:
During the procedure, the physician was using the ablation mode in the subacromial space; the device had worked fine earlier in the procedure. The physician/staff heard a 'whooshing/steam-like' noise coming from the tip of the device in the patient's shoulder, and observed smoke/steam rising out of the incision. The physician noted that there was water running out of the incision from the pump. The pump was set on medium to high flow. There was no observable damage to the patient's skin. There was a very slight (<2mm) area on the deltoid muscle that appeared slightly damaged. This muscle had not been operated on, although the surgeon noted that this type of resection is often necessary anyway, so this was not harmful to the patient. The procedure started as an arthroscopic procedure, and became open, however, the surgeon stated that the patient needed an open procedure anyway, so this change was not related to the device incident.